Manufacturer narrative:
Concomitant medical products: 6944-65 lead, implanted (B)(6) 2011; 5076-52 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent under-sensing and over-sensing on the right atrial (ra) lead during arrhythmias. It was also noted that the thresholds had increased on the left ventricular (lv) lead. Follow up with the patient's clinic indicated that no intervention was done and the ra and lv leads remain in use. No patient complications have been reported as a result of this event.